Event description:
It was reported by the customer that there was a concern about the pump emitting an insulin smell, indicating a potential leak, although no liquid was observed. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support and received guidance to monitor the situation. Technical support sent a replacement pump after determining that alternative charging accessories did not resolve the issue. The customer was advised on the steps to follow upon receiving the new pump and agreed to return the problematic device using the provided return box and pre-paid label.